Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention; myocardial infarction. Device issue: no device malfunction has been reported. It was reported that in 2009, a 3.5 x 12 mm promus was implanted in the proximal lad and two 2.5 x 12 mm promus stents were implanted at the proximal diagonal/mid lad bifurcation. Distal dissections occurred at the edge of both promus stents at the bifurcation lesion; therefore, two additional 2.5 x 08 mm promus stents were implanted for treatment. Eight days later, the patient presented with an acute closure of the 2.5 x 12 mm and 2.5 x 08 mm promus stents in the mid lad. The 3.5 x 12 mm promus in the proximal lad and the 2.5 x 08 mm promus in the proximal diagonal were patent. The patient also presented with an acute stemi due to the two stents becoming occluded. Treatment consisted of an aspiration thrombectomy and placement of a bare metal stent. The patient was discharged two days later in stable condition. No additional event or patient information is available.

Manufacturer narrative:
Myocardial infarction and thrombosis, as noted in the promus IFU, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. Although a conclusive cause for the reported patient effects and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of product quality deficiency. The promus stent (part 1009539-08b, lot 9021062), is being filed under the same MFR#.